Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 402 mg/dl at the time of incident and other blood glucose was 398 mg/dl. Customer treated with insulin pump. The customer alleges insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. The customer was able to passed the high pressure test. The insulin pump will not be returned for analysis.